Manufacturer narrative:
DHR shows no abnormalities related to the reported failure. Failure analysis: the dermatome was received with power supply (sn: (B)(6)), carrying case, screwdriver, calibration gauge, guard plate and width clips (2", 3", 4"): the power supply has a drop damage with deformations, and need to be replaced. The received 2" and 3" width clips are deeply scratched and need to be exchanged. The dermatome drive gear holding pin became loose which caused a loud rattling noise when running. The gear block assembly need to be replaced due to this damage. The drive gear and yoke got damaged due to the loose pin and need replacement. The head assembly has a deep cut caused by a blade with chipping metal parts. The head assembly need replacement. The cable of the end cap is damaged need to be replaced. Additionally, some small wasted parts need to be exchanged. A final functional and electrical safety test need to be performed. The root cause of all the damage and issues reported and discovered during service, is at a minimum a lack of proper maintenance and potentially also misuse/abuse. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the dermatome does not fully extract the donor area and that motor liquid was seen on the cutting blade. The desired graft thickness was 0.15; however, the graft obtained was on an irregular thickness and less than desired and a second graft was required (manual dermatome). The patient suffered superficial injuries that healed without complications. The skin/graft site was on the thigh.